Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that one device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device performed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, staples on the one side were malformed at the 1st firing when the device loading a blue cartridge was used on the duodenum and the duodenum side was not stapled at all. The form of the deployed staples was unknown. The deployed staples of gastric side were proper b-formed shape. This event was found when the duodenum was cleaned at the end of operation. As the malformed staples were not found soon after the 1st firing, the doctor continued to use the same device after the 2nd firing for gastrectomy, gastrojejunostomy and jejunojejunostomy. No unformed staples were found on the 2nd firing and more. No unexpected resistance was felt and no unexpected sound was heard either. The cartridge was discarded at the hospital. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.